Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the hub of the device when attempting to draw into a blood collection tube. No adverse impact was reported regarding the patient or user.